Event description:
It was reported by the patient of feeling ¿shocks¿ on the side especially when sleeping.  Patient reports intermittent jumping of the side.  It was noted that the patient is experiencing phrenic nerve stimulation caused by the left ventricular (lv) lead.  The patient noted that the technician has been trying to program the lead to the best vector.  The patient also noted having multiple clinic visits where programming has occurred.  The programming is affecting the cardiac resynchronization therapy defibrillator (crt-d) battery, which is showing only one year left.  The device and lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpb2q1 crtd implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.